Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Global receiver communication tool test was performed and passed. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and the receiver vibrated. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A vibration resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.